Manufacturer narrative:
This device is used for treatment not diagnosis.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient-related factors.

Event description:
Index surgery: more than 9 years ago. Revision of knee component - reason unknown. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: more than 9 years ago. Revision of knee component - reason unknown. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.